Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presents the following malfunction : "not connecting to the processor, not recognizing the camera head" . The malfunction occurred during set up / inspection for use (during set up in room / before patient in room).there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d9, d10, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image not show image and faulty cable a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had a faulty cable caused the reported issue. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.